Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transmission revealed high lead impedance on the right ventricular, right atrial, and left ventricular leads. The next transmission was normal and no actions were taken. No patient symptoms were reported.